Event description:
It was reported that during a benign hysterectomy da vinci-assisted surgical procedure, the vision side system (vss) had multiple c-34 errors when activating mono-polar energy. The technical support engineer (tse) viewed system logs and confirmed the c-34 errors. The tse asked if there was any magnetic interference from a CT scanner or other esu. The customer confirmed no outside interference. Customer stated that they had issues during the first case but it was for question marks, but after power cycling the erbe, everything seemed to work until now. Tse recommended to power cycle the erbe. Customer performed this but the errors persisted with mono-polar energy. Tse then recommended to pull the power cord out of the iesu, wait 15 seconds and try again. The customer performed this but the errors remain. Tse asked if they had a 3rd party generator or another vsc they could bring in. Customer is disconnecting the other vsc (sk0177) and waiting for the surgeon to get to a good stopping point. Surgeon stopped and the staff powered the system down to swap out the vsc. Site powered the system back on (sk0177 vsc), rein stalled instruments and the surgeon has confirmed good energy for both mono and bi-polar without errors. Site is proceeding with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (multiple c-34 errors when activating mono-polar) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon consecutive startups, the unit displayed a c-34 error. Visual inspection displayed dent on left side of front bezel. Visible heat sink discoloration. The complaint was confirmed based on the failure analysis.